Event description:
It was reported that during a sleeve gastrectomy procedure, during the fourth firing of the staple line, the staff used a blue reload. The firing sequence completed correctly according to staff. After opening the device's jaws they noticed that the knife did cut through the tissue but the staple formation was poorly shaped. The staples were partly opened and not aligned with the staple crown. The surgeon continued using the same device to complete the staple line. At the missed fire area, he had to suture it. Surgery was prolonged sixty minutes.

Manufacturer narrative:
Information anticipated, but unavailable at this time.